Manufacturer narrative:
Product event summary # (B)(4). Event description: it was reported that patient enrolled in a clinical study was deceased. Devices have not been explanted. (B)(4). (Hospitalisation: (B)(6) 2018 because endocarditis, fever 40°c and septic shock sent to (B)(6) for explanataion of aortic valve and crt-d. Died prior to surgery after impl of lv assist device). Hospitalization: (B)(6) 2018- (B)(6) 2018. Patient was hospitalized in another hospital from (B)(6) 2018 - (B)(6) 2018. Primary cause of death: septic shock; prosthetic valve( aorta)endocarditis is the primary diagnosis and two to septic shock. Date of death: (B)(6) 2018. No autopsy performed. Preliminary geo assessment: endocarditis is a documented potential adverse event. Preliminary geo conclusion: no device/lead issue suspected. Concomitant medical products: product ID: dtma2qq, serial# (B)(4) implanted: (B)(6) 2016. Product ID: mdt-lead, implanted: (B)(6) 2016, product ID: mdt-lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient hospitalized because of endocarditis and sepsis. The patient¿s system was removed. The patient developed high fever and septic shock. The patient subsequently died. The patient was a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.